Manufacturer narrative:
The suspect device has been returned from the international customer and is currently being evaluated. A follow-up report with results of the investigation will be submitted upon completion. The novel spinal spacer system is an intervertebral body fusion device that can also be used as a vertebral replacement device. The implants are a spinal fixation system consisting of various cylindrical shapes (footprints) of varying lengths, widths and heights to accommodate individual patient pathology. System implants are manufactured of surgical grade titanium alloy (B)(4)or polyetheretherkeytone, peek (B)(4)a radiographic marker made of titanium (B)(4) or tantalum (B)(4) facilitates visualization. The novel spinal system must be used with a supplemental spinal fixation system. Specifically, the novel spinal spacer system should be used with the alphatec zodiac polyaxial system. The novel spinal spacer system as a cervical intervertebral body fusion device should be used with the alphatec trestle spinal system. When used as an intervertebral body fusion, the novel spinal spacer system is to be used with autogenous bone graft and these patients should have had six months of non-operative treatment

Event description:
An international customer (israel) reported that during a tlif surgery on (B)(6) 2013, a novel peek cage broke and separated into multiple pieces while implanting. During insertion, the surgeon felt excessive resistance; therefore, utilized a mallet to thrust the implant into position. X-rays then revealed the cage did not pass the endplate as intended. The fragments were removed with tweezers and replaced with a new novel sd cage. Although the multiple sections of the broken cage were removed without issue, it maybe possible that fragments may have gotten mixed within the bone graft and remain implanted in the patient.

Manufacturer narrative:
An evaluation of the suspect device revealed no irregularities. Upon review of x-rays and the returned broken device it was determined that there was inadequate disk height necessary to receive the device prior to attempting to insert into the disk space. Under normal circumstances where there is adequate space between the vertebral bodies, the impaction forces exerted on the device via malleting are converted to movement within the disc space. In this instance where the space between the vertebral bodies was not adequate, the device met resistance against the vertebral bodies when impaction forces were applied. The device then absorbed the forces exerted on the device resulting in failure by compression device.